Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user attempted to remove medications for an urgent case. Three drawers (main 2.1, main 2.2, and main 3) failed and were unable to unlock. An attempt to recover storage space was unsuccessful, after which the device froze. The device was restarted and recover storage space was attempted again and was initially successful. However, by the end of the patient case approximately two hours later, four drawers (main 1.6, main 2.1, main 2.2, and main 3) failed and were again unable to unlock. Another attempt to recover storage space was unsuccessful, and the device froze. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawers were failed due to configuration issue. A field service engineer (fse) changed the mini drawer configuration using customer supplied hardware. The system functioned as intended after the field service engineer repaired the device.